Event description:
Patient just finished receiving her bleomycin IV push. Nurse went to disconnect the spiros from the port of the IV tubing and the spiros detached from the syringe instead. Approximately 1cc of fluid leaked out onto the chemotherapy spill pad.